Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. They were getting an alarm that water had been too warm for too long. Patient temperature was 33.1, rewarm from 33.9, flow rate was 0.3/hr, target temperature was 37.0, flow rate was 2.2, and there were good fit to pads. Temperature was via foley probe and patient was on continuous renal replacement therapy (crrt). Ms&s explained that the device was responding appropriately and that alarm was a safety alarm. Ms&s recommended checking temperature with alternate source to confirm accuracy.

Event description:
It was reported that the patient was not heating on the arctic sun device. They were getting an alarm that water had been too warm for too long. Patient temperature was 33.1, rewarm from 33.9, flow rate was 0.3/hr, target temperature was 37.0, flow rate was 2.2, and there were good fit to pads. Temperature was via foley probe and patient was on continuous renal replacement therapy (crrt). Ms&s explained that the device was responding appropriately and that alarm was a safety alarm. Ms&s recommended checking temperature with alternate source to confirm accuracy.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.